Event description:
Contacted by attorney for consumer who experienced a burn from heating patch. Felt stinging, took it off, and developed blisters latera and then eschar. On r trapezius - area of irregular hyperpigmented skin and one small eschar. No erythema or induration, nontender. Healing well, no treatment therapy. Attorney claims permanent scarring.